Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that far field r wave oversensing causing short inappropriate auto mode switching (ams). Programming changes were made. The device remains implanted and will continue to be monitored. No patient consequences.

Manufacturer narrative:
Please correct initial report as it was entered incorrectly. The correct date should be (B)(6)2018.